Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-22-client is testing with expired test strips. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results of 211 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer.the product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2017 (expired) and customer was unsure of the open vial date. The meter memory was reviewed for previous test result history: result 1:231 (B)(6) 5:55pm not fasting, result 2:201 (B)(6) 10:06pm not fasting, result 3:160 (B)(6) 12:00pm not fasting, result 4:211 (B)(6) 11:35am fasting, result 5:199 (B)(6) 11:33am fasting.